Manufacturer narrative:
System was used for treatment. Kit lot d362 was reviewed. There were no non-conformances. This lot met all release requirements. The (B)(4) lot number was not provided as it was not admininstered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for pressure dome membrane leak. However, a corrective and preventive action has already been initiated for pressure dome membrane leak. Service order ((B)(4)) feedback is still pending at the time of this report. A supplemental report will be created when service order feedback is available. This assessment is based on the information available at the time of the investigation. Photos and smartcard data were returned for analysis. Review of the smartcard data indicated that prime was completed successfully. The treatment was aborted after processing of 349ml whole blood. Review of the customer supplied photos showed the blood leak at the system pressure dome, but a root cause could not be determined from the information provided in the photos or the smart card data. (B)(4).

Event description:
Customer called to report a blood leak at the system pressure dome membrane, customer stated the membrane was intact, the blood was leaking from around the seal on the pressure dome membrane. Customer stated the blood leak occurred at approximately 349ml whole blood processed, customer stated she did notice the bowl pressure reading higher than normal, customer was collecting at 25ml/min and had just increased the collect rate to 30ml/min several minutes before she noticed the leak. Customer denies any alarms during the patient treatment, no alarms during prime, single-needle procedure using a single lumen port. Patient is stable, customer stated no medical intervention was required, the customer stated she immediately aborted the procedure and will start over on a different instrument with a new kit. Customer has already discarded the kit, but will send smart card data and photos for evaluation. Service has been requested.

Manufacturer narrative:
Service order feedback for (B)(4) received: service engineer found no blood or problems with integrity of all pressure transducers, cleaned pump deck pumps, transducers, hct and air detectors, and performed system checkout successfully. All areas passed and transducers are within specification. The investigation conclusion and codes, included in initial report, are not affected by this additional information regarding the service order feedback. (B)(4). Device not returned.